Event description:
The physician was dabbing with the raytec to control bleeding while trying to cauterize a bleeding vessel when the cautery tip made contact with the raytec resulting in a small fire. The fire was extinguished immediately before other means were needed- there was water on the field, but the fire was out before this was used. Or staff notified the charge nurse immediately. The bovie pencil & raytec were removed from the field and the esu machine (megadyne) was changed out asap. The surgeon was operating in the chest, but no harm to the patient occurred and no damage to the drapes occured and surgery proceeded. At the end of the case, the bovie pencil, esu machine and megadyne soft pad (esu grounding pad) were given to ce to test. Other observations noted during event: patient was on an underbody mistral air device. (Layers under the patient: megadyne soft pad, or table cover, cloth drawsheet, mistral air). The device was not on at the time of the event. Self-retaining retractor in place at the time of the incident (delacroix). Surgeon holding the raytec with a fine debakey when incident occurred. Additional information from surgeon: the bovie arced to the debakey holding the raytec and that¿s what caused the fire. She had noticed that the bovie had been arcing quite a bit, and had asked the circulator to take a look at the settings, but everything seemed to be okay (or at least the normal settings) from what they could see on the box). It was set to 30/30, and she was in coag mode. There was a 4¿ bovie extender on and it was a non insulated tip. There were no changes in the electrosurgical effect that were noticed other than the arcing. She experienced no electrical shock and was wearing rubber shoes at the time. Manufacturer response for electrosurgical, cutting coagulation accessories, megadyne (per site reporter). Megadyne was informed of this event shortly after it occurred via a telephone call from our clinical engineering to their complaint line. Clinical engineering spoke to a technical representative who suggested that the fire may have occurred when the surgeon activated the es pencil (bovie) too high above the surgical field. This event was discussed with several megadyne engineering and quality representatives and representatives from our facility during a teleconference that was held earlier in the month. The representatives maintained that the most likely cause of the event is that the surgeon activated the es pencil too high above the surgical site which caused the electrical arcing to the debakey/dry raytec and started the fire. During this meeting, the megadyne representatives were reminded that the surgeon had noted during the procedure (before the fire event) that the esu was "acting up" due to excessive sparking from the es pencil. Representatives from both facilities decided that additional discussion would have to wait for megadyne's evaluation of the esu, which was returned. Manufacturer response for electrosurgical, cutting coagulation accessories, mega soft (per site reporter). During initial call with megadyne technical support, clinical engineering was asked to measure resistance across the pad's connector pins. The resistance was less than 3 ohms, which is within tolerance. Clinical engineering also noted a large amount of what appeared to be blotchy brown discoloration on the pad. We requested that the device be returned for manufacturer evaluation. The bovie es pencil and 4 inch tip used during the event were also returned to the manufacturer at the same time as the megasoft return electrode, per direction from megadyne. We are waiting for the results of the evaluation on both devices.